Event description:
Customer alleges while in the wheelchair, he went off the side of the sidewalk and the left rear caster broke. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model t4, serial number/date code and age of product are unknown. The owner's manual part number 1110558 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that he was in his t4 wheelchair on the sidewalk, when he went off the side of the walk causing the left rear caster to allegedly break. Consumer hung up on customer service representative before any additional information could be obtained. No injury alleged.